Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2015. Date of follow-up report: 04/26/2016. The incident generator was received in poor condition. Visual inspection found the msm was loose and screws were missing from the mounts. The rtp cable was broken, the main cable was disconnected and pl4 on epr pca had been damaged. Due to the damage, the unit had to be repaired prior to testing. The investigation could not determine the root cause of the customer's report. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured. The unit was repaired, calibrated, tested and found to function normally.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the physician was unable to complete the treatment because the system shut down 12 seconds into the ablation. A new antenna was tried without success. The procedure could not be completed.